Manufacturer narrative:
The initial medwatch report indicates: common device name: dc-defibrillator, low-energy, (including paddles). (B)(4). The initial medwatch report should indicate: common device name: defibrillators, automatic, external. (B)(4). Supplemental information: the device was not returned to physio-control but only the hard paddles. Physio-control evaluated the returned hard paddles and verified the reported failure. Physio-control observed that the sternum paddle metal plate was broken. The customer was provided with replacement hard paddles. Follow-up medwatch report should indicate: the initial medwatch report indicates: common device name: dc-defibrillator, low-energy, (including paddles) ¿ (B)(4). The initial medwatch report should indicate: common device name: defibrillators, automatic, external ¿ (B)(4). Supplemental information: the device was not returned to physio-control but only the hard paddles assembly. Physio-control evaluated the returned hard paddles assembly and verified the reported failure. Physio-control concluded that the rtv adhesive used to assemble the metal plate to the abs plastic paddle assembly did not have a sufficient adhesive bond to the abs plastic. The manufacturing process for the paddle assembly has been changed to include an appropriate primer to help increase the bond strength of the rtv adhesive to the abs plastic. The customer was provided with replacement hard paddles assembly.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Correction information: common device name: defibrillators, automatic, external. Supplemental information: the device was not returned to physio-control but only the hard paddles. Physio-control evaluated the returned hard paddles and verified the reported failure. Physio-control observed that the sternum paddle metal plate was broken. The customer was provided with replacement hard paddles.

Event description:
It was reported that when the device's hard paddles assembly was taken out of storage, one of the metal plates fell off the paddles. Then a back-up hard paddles assembly was taken from another device and used to start treatment. There was patient use associated with the reported event, however there was no report of adverse outcome to the patient.

Manufacturer narrative:
The initial medwatch report indicates no date. The initial medwatch report should indicate (B)(4) 2012.